Event description:
It was reported that the patient had the artificial urinary sphincter removed due to a pin point leak in the belt cuff. The event resolved and the patient was stable following the procedure. A new artificial urinary sphincter consisting of a 4.5 cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient experienced recurring incontinence as the device did not function properly.

Manufacturer narrative:
D4 model number/catalog number 72400024 serial number (B)(6) batch/lot number 836988015 gtin (B)(4), description balloon fgs 61-70 cm, expiration date 06/28/2018 h4: manufacturer date 07/15/2013. D4 model number/catalog number 72400098 serial number (B)(6) 816389012 batch/lot number 816389012 gtin (B)(4). Model/catalog description control pump fgs expiration date 02/28/2018 h4: manufacturer date 02/12/2013. D10, h3, h6, h10 h3 device evaluation the complaint component was returned and analyzed. The reported allegation of fluid loss was confirmed via product analysis of the cuff. Inspection of the pump and balloon presented no other damage or irregularities. No escalation to ncep, CAPA, or scar is required.

Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: (B)(4). Batch/lot number: 836988015. Gtin: (B)(4). Description: balloon fgs 61-70 cm, expiration date: 06/28/2018, manufacturer date: 07/15/2013. Model number/catalog number: 72400098. Serial number: (B)(4). Batch/lot number: 816389012. Gtin: (B)(4). Model/catalog description: control pump fgs, expiration date: 02/28/2018, manufacturer date: 02/12/2013.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to a pin point leak in the belt cuff. The event resolved and the patient was stable following the procedure. A new artificial urinary sphincter consisting of a 4.5 cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient experienced recurring incontinence as the device did not function properly.